Manufacturer narrative:
Battery pack - 9/2006. Battery pack - 2/2007. Device evaluation of the two battery packs have been completed. The reported problem was confirmed. The second battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. The first battery pack was tested and found to have a damaged connected pin. The root cause of the bent contact cannot be positively identified but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. The battery pack was repaired, retested and restocked. No adverse event resulted from the faulty battery packs. The patient received a replacement battery packs.

Event description:
A male patient contacted lifecor customer support to report that one of his battery packs is now charging correctly. The "battery fault" led is illuminated when the battery was in the charger. Support checked the patient's most recent download and noticed one "battery pack fault" and one "battery charger fault" flag. Support sent the patient a replacement battery. In 2007, the patient contacted support to report that the new battery is showing a "?" On the monitor. When this battery was placed in the charger the "battery pack fault" led illuminated. Support sent the patient a replacement battery.